Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4)2015 with the following findings: the pump's black box showed evidence of a call service 064 alarm. The pump was exercised for 24 hours and the complaint was not duplicated.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there were multiple call service 064 alarms. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.